Event description:
It was reported that a minicap was missing a sponge. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information becomes available, a supplemental report will be submitted.